Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) is going out to the user facility to repair the unit. Per the fsr, he spoke with a female perfusionist and she indicated they had used the machine in question with the oxygen from anesthesia. The fsr found the unit would not calibrate. Flow goes to 2 l/min and would not get to 5 l/min, then it fails calibration. The fsr replaced the epgs and performed four successful calibrations. The unit operated to manufacturer specifications and was returned to clinical use. The suspect epgs was returned to the manufacturer for further evaluation.

Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure, the fractionated of inspired oxygen (fio2) would not calibrate on the electronic patient gas system (epgs). There was about a five minute delay to troubleshoot. As a result, an alternate method of oxygenation was employed. The surgical procedure was completed successfully. There was no blood loss or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: as the perfusion system was being set-up and primed, the perfusionist (ccp) attempted to calibrate the epgs with use of routine practice. The ccp noticed the calibration did not pass, and he observed a "red x" on gas controls section of the central control monitor (ccm). A second gas calibration failed and the ccp exited the perfusion screen and re-entered the screen and again a "red x" was present. The ccp elected to power down the entire system-1 and it was then re-booted. On re-boot, the epgs was again not able to pass calibration and the "red x" continued to be displayed. The ccp did not notice any messages on the ccm and claims there were no audible tones to warn of an issue. It was a few minutes away from the initiation of cpb, and the ccp was not confident in using the epgs system. He was not comfortable (due to time) of changing out the entire system-1, so he elected to not use the gas system (epgs) portion of the system-1, and he connected a 100% oxygen line from the anesthesia ventilator to the oxygenator to provide ventilation during cpb. Troubleshooting steps delayed the start of cpb for about five minutes. The patient was not in distress during this delay. The case was completed successfully, without associated blood loss. There was no harm observed or reported.